Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device was not returned. (B)(4). Method: work order search. Results: a device work order search was performed and two similar complaints were found within the work order. (B)(4).

Event description:
Reporter indicated that the surgeon used a ks-1 aq2017v 24.5d preloaded injector on (B)(6) 2015. Implantation was canceled because the lens became blocked in the injector when handling the screw plunger. No patient contact.